Event description:
User developed a rash after using superskin. She treated her rash locally with hydrocortisone cream. She was still uncomfortable with the rash and sought medical attention. Physician's examination indicates areas of erythema and mild soft tissue swelling on neck and hands. Pt's mouth is moist, with no soft tissue swelling. There is no inflammation. Pt was treated with 0.3cc epinephrine subcu. As well as benadryl. Pt was given a prescription for prednisone and atarax.